Event description:
Medwatch mw5099963. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and an attempt to implant a watchman laa closure device failed. The patient experienced a minor stroke. The hospital provided medication but this was declined. The patient was discharged. No additional information is known at this time.